Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 977 mg/dl. The customer stated that she had a sinus infection, and the medication may have contributed to the elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery and battery out limit alarms in the alarm history. The insulin pump passed the prime and high pressure tests. Nothing further was reported.